Manufacturer narrative:
It was reported that the device is not available for evaluation; therefore no physical analysis of the device can be performed. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As noted in the precautions portion of the device instructions for use (dfu), "free movement of the guidewire within a catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, procedural and/or clinical factors appear to have impacted on the event as reported. The event date and patient information was not provided at the time of this report. A request for additional information was sent to the distributor. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
They were complaining that the jetstream catheter was gripping onto and literally spinning the thruway guidewire to the point that it was coiling up. They were having to abandon the procedure. They were not aware of any patient related issues.